Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Twenty six unopened and three opened knives were received for the report of slit knives are blunt. Opened samples were visually inspected and were found nonconforming with bent tips and/or a damaged cutting edges. Penetration testing could not be performed due to the damage of the samples. Sample plan of thirteen random unopened knives was selected. Those unopened thirteen samples were visually inspected and found to be conforming. Functional penetration testing was then performed and all samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples were visually non-conforming, with damaged tips and/or damaged cutting edges. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The returned unopened samples were visually and functionally conforming; therefore dull blades as described in the complaint were not confirm. The unopened samples met specification and the exact root cause for the damaged knives opened sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an twenty nine ophthalmic knives were blunt. There was no patient involvement.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, e.1 and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of knives are blunt; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).